Manufacturer narrative:
Corrected data: in review, it was noted that the code "2969" was inadvertently entered in the section "h6 - medical device problem code" of the initial MDR report instead of "1120" which is incorrect. Also, it was noted that the patient's race and ethnicity was inadvertently not entered in the initial MDR report; therefore, the information has been captured in this supplemental MDR report and the following fields were updated accordingly: section h6: medical device problem code: 1120 section a5: ethnicity: not hispanic/latino section a5: race: asian additional information: the customer provided movie was reviewed by the johnson & johnson subject matter expert (sme), who determined that the observed images may be potentially compatible with a previously observed phenomena of cartridge coating material reaching the intraocular space; however, it can not confirmed from a video assessment. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age or date of birth, weight, and ethnicity: information unknown/not provided. If implanted, give date: information unknown/not provided. If explanted, give date: not applicable as the device remains implanted. Reporter phone number: (B)(6). This report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. The intraocular lens (iol) is not returning for evaluation as the lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after an intraocular lens (iol) was inserted, burr-like rough surface, deposits or feather-like substances were observed on the side of the optical part (the base of optics-haptics) of the lens were observed. The burr or foreign matter could not be removed even when it was vacuumed with irrigation/aspiration (ia). The cataract procedure was completed with leaving the lens in the eye at surgeon¿s discretion. It was explained that at the stage of cortex removal with ia after lens nucleus treatment, a shellgan (santen shellgan: purified sodium hyaluronate + chondroitin sulfate sodium) was injected from the hydration port of dcb00v to the tip of the lens mark of the cartridge and the plunger was pushed until it could not be pushed. After cortex removal was completed, the doctor inserted the lens into the eye. After adding ovd (ophthalmic viscosurgical device), it was left for about one (1) minute. There was no patient injury reported. It was noted that no product will be returned as the lens remains implanted to date. No further information was provided.